Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the physician positioned this lead to the appendage and the test parameters were good. After that, when the doctor tried to rotate the helix slowly, 10 rotations, no helix coil was exhibited. The physician reported trying several additional times but the lead helix failed to operate as expected. As such, the lead was removed and later returned for analysis. No resulting adverse effects were reported.